Manufacturer narrative:
The ge representative conducted an on-site investigation. The vertical lift was not working. The vertical lift power supply was replaced. The system was tested and is now operating as intended.

Event description:
The customer reported that the c-arm on the 9800 system would not power on. No patient injury was reported.